Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the patient had high blood glucose levels. Customer's blood glucose level was over 500 mg/dl. Customer advised they treated their high blood glucose via insulin pump. Customer experienced anxiety, depression and the auto mode feature was actively delivering insulin. The insulin pump will not be returned for analysis.